Manufacturer narrative:
A supplemental report is being submitted for correction, to include additional information from the device evaluation, and to document the related manufacturer report number in section h10 (related report numbers). The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation) and h11 (additional narrative/data). The device was returned for evaluation. Upon examination, a liner puncture was observed on the returned esheath, located 12 cm from the strain relief. It was also observed that the esheath did not expand as designed. This is one of two manufacturer reports being submitted for this case. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, while advancing the commander delivery system with valve through the 16fr esheath, severe tortuosity of the right iliac artery resulted in perforation of the esheath, exposing the delivery system with valve to the patient's vessel. The entire system was removed as a single unit. A new system was prepared, and the procedure was completed successfully. There was no patient injury, and the patient was noted to be in good condition post procedure. Imagery was provided for evaluation. Per imagery review, the delivery system was protruding though a punctured esheath liner. No abnormalities were observed on the valve or delivery system.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath liner was partially expanded 20 cm in length from the strain relief, with two sections of the liner unexpanded starting at 2 cm and 9 cm from the strain relief. The liner was punctured, 9 cm in length, starting at 2 cm from the strain relief. The distal tip was unopened. There was also liner stretching at 12 cm from the strain relief. The liner thickness was measured along the liner puncture, and all measurements were found to be within the specification. There was imagery received for evaluation. Per imaging evaluation, the esheath liner was punctured. The commander delivery system with crimped valve was observed to be protruding through the liner. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the esheath not expanding and the punctured esheath liner were confirmed based on evaluation of the returned device and provided imagery. There were no abnormalities noted during device unpacking or preparation. The device evaluation revealed that two sections of the liner were unexpanded, combined with liner/seam stretching. Furthermore, provided information indicated presence of "severe" tortuosity. The stretching is consistent with additional device manipulation applied during non-coaxial advancement. This condition may also be associated with the lamination process. If the high-density polyethylene (hdpe) layer adheres too strongly to the etched polytetrafluoroethylene (ptfe) liner, it may inhibit proper seam opening, resulting in stretching rather than expansion. When the liner undergoes stretching in lieu of expansion, as designed, it may also contribute to increased resistance during system advancement. Additionally, an investigation outlined in a technical summary has determined that vertical lamination temperature can contribute to instances of liner stretching. On the other hand, imagery review revealed that the esheath liner was punctured, with the valve stuck and protruding through the liner. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors (e.g. Presence of tortuosity). Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories, to overcome any encountered resistance, can lead to sheath liner puncture due to direct interaction with crimped valve (e.g. Catching of bent strut). In this case, the available information suggests that the manufacturing process related to sheath liner expansion, and/or patient factors (tortuosity) and/or procedural factors (device manipulation, non-coaxial advancement) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.